Event description:
It was reported that during a lap cholecystectomy procedure, the end of the trocar broke off. Had to extend the wound to get piece out of pt. Piece retrieved with forceps. The doctor performed a laparatory to complete the case. The trocar piece was in the site that he needed to access. No additional information is known.